Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 1803215 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, two picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the blister packaging was observed yellowed. It has been determined that the discolored packaging resulted from burning of the paper, due to high temperatures used for the package sealing process. There are current controls in place to prevent damage to the package during the sealing process, however, a failure in these preventive measures must have occurred which resulted in this incident. This is a cosmetic defect only, with no risk to the health of the patient, as the yellowed packaging does not affect the sealing properties of the package. As this incident has an unlikely chance of recurrence, further action has not been determined necessary at this time. Our quality team will continue to monitor the production process for signs of this defect and any emerging trends. Investigation conclusion: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (march 16th ¿ 19th, 2018). Research has found no problems, defects or qn related to the reported issue. We have been provided with a picture of the affected samples. After the evaluation of the returned picture, we identified the yellowed part of the blister as burnt paper, produced during sealing process. We confirmed the reported issue. After analyzing the picture of the affected samples provided to the manufacturing site for evaluation, we could see the reported yellowed paper of the blister and confirm the reported issue. The burnt paper was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. We conclude that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the paper of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. Root cause description: burnt paper due to high temperatures, produced during the sealing process of the primary packaging. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required. A review indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation.

Event description:
It was reported that 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle wrapping paper was yellow. This occurred on 30 occasions before use. The following information was provided by the initial reporter: the wrapping paper was yellow , the product was still in the hospital, they can provide photos.